Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Customer support educated the caller on pump settings, confirming insulin delivery could be resumed. As a resolution, the customer was instructed to turn off the mobile connection, fully charge the battery, and monitor its depletion, and follow-up if the issue persisted.